Event description:
It was reported that the patient presented to the hospital with syncope, associated with nausea and fatigue. A device interrogation showed that the right ventricular (rv) lead was not capturing at maximum outputs and a chest x-ray found that the rv lead was dislodged. The rv lead was not felt to be the cause of the patient¿s syncope. The lead was repositioned and remains in use. It was noted that the patient is taking part in the system longevity study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076-45 implantable pacing lead, (B)(6) 2012; 4296-78 implantable pacing lead, (B)(6) 2012; d204trm implantable cardioverter defibrillator (ICD), (B)(6)  2012; fr995-19 tissue valve, (B)(6) 2012. (B)(4).